Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer did not used manual injection for treatment and there was no other blood glucose value except 2.9 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose level was 2.9 mmol/l. Customer¿s other blood glucose level was 6.7 mmol/l, 3.9 mmol/l, 10 mmol/l. Customer treated with manual injection. Customer states insulin pump was on auto mode. The insulin pump will not be returned for analysis.